Manufacturer narrative:
This correction report is being submitted as information was provided that this patient had a history of ias with a different device. Ias is no longer an isolated incident and fulfills serious injury criteria.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided an inappropriate shock due to suspected noise oversensing. The patient was cycling and leaning slightly over the handlebars when a shock was delivered due to suspected myopotential noise oversensing. The s-ICD was recently implanted and programmed in the primary vector. The patient has previously received an ias due to t wave oversensing. Technical services (ts) was contacted for troubleshooting assistance, and the patient is expected to undergo provocation maneuvers in clinic. This electrode and s-ICD remain in-service. No adverse patient effects were reported. Additional information was received. The exercise and provocation maneuvers were performed. Myopotential noise oversensing was reproduced in the alternate and secondary vector, with low r wave amplitudes. The patient has been hospitalized as a result, and ts has provided further troubleshooting recommendations. This s-ICD system remains in-service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided an inappropriate shock due to suspected noise oversensing. The patient was cycling and leaning slightly over the handlebars when a shock was delivered due to suspected myopotential noise oversensing. The s-ICD was recently implanted and programmed in the primary vector. Technical services (ts) was contacted for troubleshooting assistance, and the patient is expected to undergo provocation maneuvers in clinic. This electrode and s-ICD remain in-service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted as information was provided that this patient had a history of ias with a different device. Ias is no longer an isolated incident and fulfills serious injury criteria.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided an inappropriate shock due to suspected noise oversensing. The patient was cycling and leaning slightly over the handlebars when a shock was delivered due to suspected myopotential noise oversensing. The s-ICD was recently implanted and programmed in the primary vector. The patient has previously received an ias due to t wave oversensing. Technical services (ts) was contacted for troubleshooting assistance, and the patient is expected to undergo provocation maneuvers in clinic. This electrode and s-ICD remain in-service. No adverse patient effects were reported.